Manufacturer narrative:
Additional information: b5, d9, e1: name and address: phone: (B)(6), h3 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 03jan2024. It was discovered, upon testing prior to use, that the device would not open. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 - annex g. Investigation ¿ evaluation: as reported, prior to use for a laparoscopic cholecystectomy with ideal choledochotomy for stones embedded in the lower bile duct, an ncompass nitinol tipless stone extractor's basket did not deploy. The device did not make patient contact. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation the returned device was found to be damaged, preventing the basket from functioning. The yellow support sheath was separated at the handle, and the cannulated handle was protruding from the proximal end of the handle. Additionally, a document-based investigation evaluation was performed. In response to this incident, the DHR for the reported lot was reviewed and there were no confirmed related nonconformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ncompass nitinol tipless stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: intended use: the ncircle, ncompasss, and nforce stone extrators are intended for stone manipulation and removal in the urinary tract. Precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1- name and address: phone = (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a laparoscopic cholecystectomy with ideal choledochotomy for stones embedded in the lower bile duct, an ncompass nitinol tipless stone extractor's basket did not deploy. Another same type device was used to complete the procedure. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.